Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/02/2015 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Initial reporter: (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a dim and discolored display. This report is made based on results of investigation completed on 03/02/2015.